Manufacturer narrative:
The fse confirmed the leak from the diff sample line which was found leaking. The diff sample line tubing was replaced resolving the leak and the differential background failures; in addition, the rbc bath was replaced, resolving the plt background recovery problems initially reported. (B)(4).

Event description:
The customer reported 10-20 ml of fluid leaking from the coulter hmx hematology analyzer w/ autoloader onto the counter. The instrument was also failing background for plt and differentials. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.